Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The customer reported there are no error codes in the unit's diagnostic log (drpt). The customer found battery had a capacity problem after testing. The customer is planning to replace the unit's battery, but has not at this time. Customer reports the unit is back in service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer contacted technical support stating that system shuts down. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. No patient information is available from the customer.